Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the occurrence of b30 and e216 errors. The customer indicated the issue had occurred with multiple scopes. Tac instructed customer to power down both the evis exera iii video system center and the evis exera iii xenon light source, to remove the scope from the tower and clean the electrical contacts with 70% isopropyl alcohol, to use canned air on the light source socket connector and reconnect the devices and power back on. Despite the troubleshooting steps, the errors reoccurred. Tac suggested customer reconnect the light source cable, but this did not resolve the issue. The customer indicated that he was going to connect a known working video system center to the light source to see if the error reoccurred. The customer later sent an email, stating the issue was found to be within the scopes. This device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, there was a b30 error and an e216 error that occurred. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the attachment of foreign material. Olympus will continue to monitor field performance for this device.